Event description:
During the patient's colonoscopy procedure, the physician asked for a clip, the tech gave him a new wilson cook hemo clip. When the physician inserted it into the scope and the tech opened it, he applied it to the patient and when the tech deployed the clip and the physician went to remove it from the scope, the inner wire of the clip was out of the outer shield about 12 inches when the clip was removed from the scope. Patient sustained no harm. It was just a malfunction of the clip after deployment.